Event description:
The technician alleged the brake casters swivel around when the brake is set. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters and hex rods to resolve issue.